Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, of diopter -10.5/1.0/111 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
H4. Device manufacture date: 02-mar-2023 corrected to 22-jan-2023. Claim #(B)(4).